Event description:
A nurse from the user facility reports that upon insertion of an intraocular lens (iol) the haptic tore and remained in the cartridge. The iol was removed and replaced. The incision was enlarged to facilitate removal of the first lens.